Event description:
The customer reports falsely elevated and erratic architect ca 19-9xr assay results for one patient. An initial result of "> 1200 u/ml" was generated followed by an auto-dilution (1:10) result of 531.87 u/ml. The sample was retested undiluted and again generated a result of ">1200u/ml," with a retested auto-dilution result of 534.62 u/ml. The customer then made a manual 1:2 dilution that generated a final result of 897.04 u/ml and also a 1:4 manual dilution that generated a final result of 793.36 u/ml. Lastly, a manual dilution of 1:10 generated a final result of 530.10 u/ml. Previously, this patient had been tested in may 2013 on the architect platform and generated a result of 258 u/ml. The patient is suspected of having cancer as their cea and ca 15-3 values are also elevated. No suspect results have been reported from the lab. Several days later, the customer retested this sample, which generated an initial result of 1054 u/ml. A 1:10 dilution of the sample generated a final result of 750 u/ml. There is no impact to patient management reported. A service call has been initiated.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-20 that has a similar product distributed in the us, list number 02k91-27. (B)(4).

Manufacturer narrative:
Dilution linearity studies at the customer site concluded that an interfering substance was present in the patient sample. The sample did not dilute linearly. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. An analysis was performed that compared each reagent lot patient median to the average median patient of all lots (within a 12 month query: july 2012 - july 2013) to determine if a clinically relevant bias was observed for a particular reagent lot. None of the reagent lots evaluated exceeded the internal requirement for the architect ca19-9xr assay, which states a maximum bias of 9.6 u/ml for values of less tha 37 u/ml as allowable. This analysis concludes that all reagent lots reviewed read patient results consistently. The architect ca 19-9xr assay package insert contains information to address the current customer issue. Based on the results of this current evaluation, it can be concluded that the architect ca 19-9xr assay is performing acceptably. A product malfunction was not identified.